Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. The device was bloody. Based upon the received condition of the device, the reported complaint was confirmed as a "failure to load properly." A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy properly. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned. The surgeon and event date are unk. Upon receipt of the product, it appeared that the seal failed to load properly.